Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. Noise and impedance issues were present. The lead was capped and replaced. The physician also explanted and replaced the device in the event the noise and impedance issues were due to a possible device malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc implantable cardioverter defibrillator, (B)(6) 2007. (B)(4).